Manufacturer narrative:
No service or examination of the system was performed. Customer support rep advised the customer to prime the reagent straw with warm distilled water. The customer then performed unspecified maintenance and calibration. The customer then ran precision tests and the results were within expectation. The specific root cause of this event could not be determined. This is one of eight medwatch reports being submitted for this single malfunction as 8 separate pt results were affected. Reference the below MDR number for all associated events: 2050012-2010-00159, 002472, 002473, 02474, 02475, 02477, 02478. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events.

Event description:
The customer reported that an erroneously low glucose result was generated by the unicel dxc 600 synchron system. The result was disseminated from the laboratory and the result validity was questioned by the practitioner. The customer then re-tested the sample and submitted an amended result. It is unk if there was any change to the pt's care or treatment, however, there is no indication of any adverse event or need for medical intervention to prevent or preclude an adverse event.